Manufacturer narrative:
No medwatch form was received analysis confirmed the high current drain. The current was lost when the device experienced a power on reset. The anomalous current was not reproduced during subsequent testing. The device tested normal in the electrical test system with no anomalous current. Review of memory image found no cause for the high current and could not conclusively be determined due to loss of th he failure mode.

Event description:
It was reported that the device was explanted due to an excessive battery depletion and high current drain.